Event description:
Pump reported as "displays empty when syringe is only half empty." The condition resulted in underinfusion and an early end of syringe alarm. There was no pt. Event reported as a result.